Event description:
It was reported that at the user facility, dirt was found on the hood. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that at the user facility, dirt was found on the hood. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the visual inspection of the product, foreign material was found inside the sterile pouch. A manufacturing issue was determined to be a probable cause of the foreign material in the packaging. The hood was not returned to the user facility, as it is not a repairable product.

Manufacturer narrative:
It was reported that at the manufacturer facility, a foreign substance was found inside the sterile packaging. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.